Manufacturer narrative:
(B)(4). A red 1/4" cap was returned to the factory and investigated in the decontamination / complaints laboratory. Only the cap was returned; the oxygenator was not sent back for investigation. The cap was cleaned with sodium hypochlorite. At the end of the inner sealing plug, a hole was found. The injection molding had not been fully effective. With a sample oxygenator, a leakage test was performed. A leak (drop-by-drop) through the hole in the plug could be confirmed. No other anomalies were found. The issue was referred to the responsible lce engineer and quality assurance engineer and it was stated that the issue was caused by the injection molding not being fully effective. This is a supplier issue related to a de-airing problem of the tool. That means that during the injection molding process, the air cannot completely escape out of the cavity and it is possible for a section to remain where not enough plastic runs in, hence the formation of the pin hole. As corrective action, a non-conformance and a supplier corrective action were initiated to fully address the issue. Note that the nature of the problem (a pin hole in the sealing cap) can only lead to a very small leak (drop-by-drop over an extended period). This case was originally evaluated to be reportable, however reassessing this case under current criteria, this issue would not be considered a reportable event, and going forward, similar complaints will not be reported, as they pose no additional health risk.

Event description:
Ref.: # (B)(4), customer ref.: (B)(4).

Manufacturer narrative:
(B)(4). The device has been requested, but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "blood leaked out of the red plastic plug (by the temp probe) on the arterial side of the quadrox after priming the unit. The product was not exchanged. There were no adverse effects related to patient as result of the malfunction." (B)(4).